Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This event resulted in an accidental radiation occurrence.

Event description:
The customer reported the footswitch became stuck during a procedure. There was no patient injury or death reported.

Manufacturer narrative:
MDR #1720753-2015-03937 was submitted in error. The field service engineer performed an onsite investigation and determined that the operator had wrapped the fluoroscopic foot switch in a protective cover in such a way as to cause the pedal to continue to be actuated upon release and creating the unintended x-ray exposure. No malfunction was identified related to the foot switch or fluoroscopic device. This event did result in an accidental radiation occurrence (aro) and will be reported correctly, as such.